Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump is not letting him prime. The insulin pump alarms during the prime process. The blood glucose reading is 325 mg/dl. Customer unable to use the insulin pump to treat high blood glucose. Customer is experiencing a little anxiety. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.